Event description:
The hcp reported that the patient had been experiencing increased spasms for almost two months despite constant dose increases up to 600.8 mcg/day. At the patient's last refill, it was noted that all 40cc were still in the pump reservoir. The pump was stopped while the hcp reviewed the case. No audible alarms were noted, and there were no error messages on the pump status upon interrogation. The event logs were also normal and all programming was verified as correct. Add'l info received from the hcp reported that he attempted a dye study, but was unable to aspirate csf through the side port. The patient's pump was surgically revised. At the time of surgery, it found that the one piece connector was found to be scarred in place at a sharp angle, blocking catheter flow. The scar tissue was released and free flowing csf was noted. The pt recovered without sequela.

Manufacturer narrative:
.